Event description:
It was reported that a (B)(6) hispanic female patient underwent unspecified breast surgery with a 400cc mentor smooth round moderate plus profile and experienced breast implant rupture on her right side postoperatively. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2022, mentor became aware that the date of surgery has moved from (B)(6) 2022 to (B)(6) 2022 bilaterally. Manufacturer¿s reference number: (B)(4).